Event description:
Ectopic pregnancy. Physician reported pt with ectopic pregnancy (date of reported pregnancy (B) (6) 2008) 14 months following the essure procedure (date of procedure (B) (6) 2007). Hsg ((B) (6) 2008) reported that micro-inserts appeared properly placed and that occlusion was demonstrated. Conceptus has not reviewed hsg films. The pregnancy was discontinued in (B) (6) 2008 and a hysterectomy was performed on (B) (6) 2009. During the hysterectomy, it was noted that the micro-insert was no longer in the proper location.

Manufacturer narrative:
(B)(4).